Manufacturer narrative:
Sc-2317-70 / (B)(4): the complaints of high impedance have been confirmed. Visual, microscope, and x-ray inspection of the lead revealed that all multiple were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture locations. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Sc-2317-70 /(B)(4). The returned device were analyzed and no anomalies were found. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a revision procedure wherein two leads were replaced. High impedances were noted on one lead, that was also noted to be fractured. Migration was noted of the second lead. Reprogramming was attempted but was unsuccessful. The patient experienced inadequate stimulation. The patient underwent a lead replacement procedure and the patient has regained effective therapy.

Manufacturer narrative:
Product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial:(B)(4), batch: 5059314.

Event description:
A report was received that the patient underwent a revision procedure wherein two leads were replaced. High impedances were noted on one lead, that was also noted to be fractured. Migration was noted of the second lead. Reprogramming was attempted but was unsuccessful. The patient experienced inadequate stimulation. The patient underwent a lead replacement procedure and the patient has regained effective therapy.